Event description:
It was reported that minicap was dry. The home patient (hp) reported that the event occurred during set up, upon opening of the packaging of the minicap. The hp stated there was a slight brownish color on the sponges but they were dry. The home patient (hp) indicated they stored the product at room temperature and away from sunlight. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 11 of 24.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation is not yet complete. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. A visual inspection was performed with the naked eye, and the presence of iodine was detected. Functional testing could not be performed as the pouch was already opened upon return. Production records were reviewed, and all betadine weight checks were within the acceptable range. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.